Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to poor electrical measurements and helix extension difficulty. Several positions were attempted. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection (noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to poor electrical measurements and helix extension difficulty. Several positions were attempted. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.